Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that paramedics treated him for low blood glucose levels of 24 mg/dl. Customer was treated at home with glucagon. No hospitalization required. Customer stated he was wearing sensor and the threshold suspend did not take effect. No further information to report.